Manufacturer narrative:
Concomitant medical products: product ID neu_label_acc, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer and manufacturer representative reported that the patient's implant didn't happen and implant information was submitted in error. The patient did not have an implant and no device was implanted. The registration was from a case the health care provider (hcp) did on their own and it was evidently cancelled intra-operatively.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the implant was not cancelled intra -operatively. The patient has stage 1 procedure with no improvement symptoms, so the wires were removed and no generator was placed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.